Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results of 99 mg/dl, 99 mg/dl, and 97 mg/dl and experiencing symptoms described as dizziness and vomiting. An hcp came to the customer's home and customer was diagnosed with hyperglycemia and provided unspecified treatment. Competitor brand meter readings of 179 mg/dl, 179 mg/dl, and 180 mg/dl were reported, however it is unknown when these readings were obtained. There was no report of death or permanent injury associated with this event.